Manufacturer narrative:
The sr shortened the av delay and increased the lower rate limit to correct the patient symptoms. As of this date, the pacemaker remains in services. No further information is available at this time. If additional information becomes available to our company, the event will be reopened and updated as necessary. Two years later the device was explanted for normal battery depletion and returned. The device is currently in analysis. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this patient was having many sudden brady response (sbr) episodes with lightheadedness. Ts suggested shortening the atrial ventricular (av) delay to increase ventricular pacing and suggested this could be a neurological issue and discussed obtaining an echogram. Further information from the sr indicated this patient did experience syncopal episodes. The sr stated they shortened the av delay and increased the patient's lower rate limit to correct the patient symptoms. The sr noted the physician believes this case to be a neurological issue and not device related.